Event description:
The covidien customer service engineer (cse) reported that an 840 ventilator had an intermittent blank display. The ventilator was not in use on a pt at the time the malfunction occurred. The (cse) verified the malfunction. The cse inspected the device and found the graphical user interface (gui) to breath delivery (bd) cable was loose. The cse tightened the gui to bd cable to correct the intermittent malfunction. No parts were replaced. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).